Manufacturer narrative:
The field service engineer (fse) replaced procell tubing and two pinch valves. The reagent dispensing volume was good. Instrument check results were acceptable. Calibration was performed and qc was acceptable. The instrument was operating within specification. Although a specific root cause was not found, the maintenance performed by service resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for testosterone on a cobas e801 module. The initial result was > 52 nmol/l. This result was reported outside of the laboratory. The repeat result was 0.31 nmol/l. The testosterone reagent lot number and expiration date were not provided.